Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed the system's wired footswitch microswitches were worn out and not making good contact, which can impact imaging. Upon troubleshoot rse found that paddle tapping from the footswitch. To resolve the issue, rse ordered the customer to replace the wired footswitch. After replacement of wired footswitch, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch microswitches were worn out and not making good contact, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.